Event description:
New information notes that the device exhibited t-wave oversensing resulting in inappropriate high voltage therapy. The device was reprogrammed and remains implanted. The patient was in good condition following the event and will continue with normal follow-up.

Event description:
It was reported that the patient received inappropriate therapies for atrial fibrillation. Undersensing was also observed. Programming changes were made. The device remains implanted. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.